Manufacturer narrative:
(B)(4). The investigation could not be completed; no conclusion could be drawn at the time of filing this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the pelvic osteotome broke off inside the patient¿s acetabulum during a pelvic osteotomy procedure. Incarcerated fragment was removed easily without additional intervention. There was a surgical delay of ten (10) minutes. The procedure was completed successfully with no patient consequence. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Lot number and UDI. Supplier lot: 5018. Initial reporter name and address: reporter country. Product investigation was completed. The pelvic osteotomy chisel 15 mm/ 304 mm (part#: 399.85, lot#: 5018) was received at us customer quality(cq) with the distal tip broken off. The distal tip was returned to us cq. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional analysis was not performed as the distal tip tapers off from the 7 mm to the 5.6 mm dimension. The distal tip broke in between these 2 measurements therefore a relevant measurement at the fracture site could not be taken. Relevant drawings were reviewed. Device history records review is not available as device is older than 17 years. The device shows signs of significant impact from over 17 years of use. Based on the investigation there is no indication that a material issue contributed to the complaint. The complaint condition is confirmed as the pelvic osteotomy chisel was received with the distal tip broken off from the device. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device: mallet (part unknown, lot unknown, quantity 1).